Manufacturer narrative:
(B)(4). Additional information received identified the device as zimmer screw. Therefore, this information was previously submitted for this case under the incorrect MFR (0001038806-2019-00173) on march 12, 2019.. No product was returned for evaluation. No lot number was provided; therefore, the device history record review and the complaint history review could not be performed. Appropriate documentation was reviewed. No root cause can be determined. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product and within specifications. Patient weight: not provided. Event date: not provided. Device brand name: not provided. Device product code: not provided. Device catalog/lot number: unknown zimmer screw. Initial reporter email, fax number: not provided. PMA/510(k) number: not provided. Device was not returned.

Event description:
It was reported an unknown zimmer screw loosened . Implant still in place. Tooth location 18.